Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary one open 30g x 5mm autoshield duo sample was returned from lot. No. 0323530, cat. No. 329605. Visual examination was carried out on the returned sample and a missing teardrop label was observed. Evidence of a seal being applied to the sample was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Evidence of a seal being applied to the sample was observed therefore this cannot be confirmed to be manufacturing related. H3 other text : see h10

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm had a sterility issue. The following information was provided by the initial reporter : a patient reported that there are needles without a seal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter state: unknown, reported through dchu, (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm had a sterility issue. The following information was provided by the initial reporter: a patient reported that there are needles without a seal.